Manufacturer narrative:
(B)(4). Batch #m91h8a. The device was returned without its package; the instrument was received in good visual condition. As the package was not returned for evaluation, we are unable to investigate further the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred that we were unable to duplicate during our laboratory analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the product was given to the (B)(6)with a notice that the jaw came off. Case completed with another device. There were no patient consequences reported.